Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during set up, the pump displayed an error code. There was no patient involvement or no harm reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was error code 46011. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to a low coin cell charge. As a result, the upstream occlusion was calibrated and the software was updated. The service history review had no indication that the complaint was related to a service of the device within the review period.